Event description:
Revision: shoulder arthroplasty performed on (B)(6) 2014 at the (B)(6) hospital. Reason: glenoid prosthesis loosening. Primary: performed in (B)(6) 2004 at the (B)(6) hospital. Explants - pegged glenoid prosthesis, further info tba. Implants; glenoid head - 113787025 lot 148841, excentric head 52 x 21 -112852120 lot d13120041. (B)(6). Photos, reports available. On 27th august 2014 - email received from (B)(6) conforming the following additional information from the surgeon - the surgeon did indicate during the case that as the glenoid and humeral head showed no signs of wear, reason for the revision was a case of cement failure as opposed to implant failure. Cement confirmed as depuy cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.